Manufacturer narrative:
(B)(4). Date of this report: 07/28/2016. One used forcefxcs was received for evaluation. The customer reported rem error during testing. The investigation found the generator's rem voltage was out of specification. The generator also failed rem trip point testing. The investigation isolated this failure to the rem voltage. The generator's peak to peak rem voltage was set to specification to address the condition. A review of the manufacturing device history record was performed and no entries potentially pertinent to the customer¿s report were noted.

Event description:
The customer reported a rem error during testing of a used forcefxcs generator. No patient was present. Initial evaluation of the unit confirmed the customer's report of a rem error. The investigation found the generator's rem voltage was out of specification (low).